Manufacturer narrative:
Date of report : 08feb2019, date rec¿d by MFR : 31jan2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the motor controller board and the issue was resolved. The device passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI: (B)(4); serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit failed air flow accuracy testing on high flow rates. There was no patient involvement. The event date was not specified; estimate used.